Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call or receiving a power error 25 alarm. Customer also reported th at they experienced high blood glucose level of 480 mg/dl. The customer had symptoms such as nausea and treated with manual injection. Customer's blood glucose value was 480 mg/dl at the time of the call. Customer reported that the high blood glucose levels began a few hours prior to call and did not contact their healthcare professional. Troubleshooting was performed. There were no leaks but there were air bubbles in infusion set. Customer was assisted in purging air bubbles out. There were no site or insulin issues. Customer declined to check if settings were correct. Customer was assisted in clearing alarm. Customer was advised to monitor insulin pump.